Manufacturer narrative:
Siemens filed the initial MDR 2432235-2023-00078 on 31-mar-2023. Additional information (03-apr-2023): siemens further evaluated the incident and determined that the missing screw caused the barcode reader to become misaligned. The service actions performed in the initial report corrected the issue. The potential cause of the misaligned barcode reader is the missing screw. The system is performing according to specifications. No further evaluation of this device is required. Investigation findings and investigation conclusions codes in section h6 were updated based on the additional information. MDR 2432235-2023-00079 and the associated supplemental report were also filed for this event.

Manufacturer narrative:
An outside of the united states (ous) customer contacted a siemens customer care center (ccc). A siemens customer service engineer (cse) was dispatched to the customer's site. The cse determined that a screw was missing on the barcode reader. The cse replaced barcode reader mounting bracket and carried out an alignment procedure. The cse verified system function, and quality controls (qc) were run, recovering in range. The cause of the event is unknown. The system is performing according to specifications. No further evaluation of this device is required.

Event description:
Due to a misalignment of the barcode reader on an advia 2120i hematology system with dual aspirate autosampler, incorrect sample identifiers were assigned to patient samples across two days (B)(6) 2023. As a result, 580 samples were repeated on alternate advia 2120/2120i hematology systems, and 280 repeat results were reported, as the correct results, to the physician(s). Seven patients were redrawn to obtain correct results. There are no known reports of patient intervention or adverse health consequences due to this event.